Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in a fistula. A 10.0 x 40 75cm gladiator¿ balloon catheter was advanced for dilatation. However, when inflation was attempted at the fistula anastomosis, the balloon did not inflate. The device was removed from the patient and a hole was found on the balloon. The procedure was completed with another gladiator¿ balloon catheter. No patient complications were reported and the patient's status was good.